Event description:
A calibration test failure occurred when the biomedical engineer performed the device checks on the licox monitor. This device was the replacement unit for the facility's original licox monitor (mfg report number: 3006697299-2014-00002) that had the same problem. This was an out of box failure. There was no patient contact, no patient injury, and no delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.